Manufacturer narrative:
Additional information received: the product was returned for inspection. Preliminary comments indicated that no secondary failure was noted. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during preparation of a 7x20mm 90 cm saber balloon catheter (bc) for a pediatric case, air was not able to be purged from the system. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was not clinically used. The target lesion was unknown and no target lesion characteristic information was available. Additional information received indicated that the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. Additional information was requested but was reported to be unknown. No additional information is available. One non-sterile unit of saber 7mm2cm 90 was received coiled inside a plastic bag. Per visual analysis, it was noticed the balloon was previously inflated/deflated and no anomalies or damages were found on the received unit. A leak test was performed to the received unit, negative pressure was applied to purge the balloon device of air and the balloon device maintained the negative pressure with no anomalies found. Then, the balloon device was inflated at 15atm and deflated with no leakage found during functional test. A device history record (DHR) review of lot 17530904 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during negative prep¿ was not confirmed during analysis of the returned device. The exact cause of the balloon leakage during negative pressure experienced by the customer could not be determined during analysis. Based on the information available for review, concomitant device issues or procedural/handling factors may have contributed to the issue experienced by the customer since no defects were noted during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during preparation of a 90 cm. Saber 7 mm. X 2 cm. Balloon catheter (bc) for a pediatric case, air was not able to be purged from the system. A non-cordis bc was used to complete the procedure successfully. There was no reported patient injury. The product was not clinically used. And it will be returned for analysis. The target lesion was unknown and no target lesion characteristic information was available. Additional information received indicated that the product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the IFU. Additional information was requested but was reported to be unknown. No additional information is available.